Event description:
It was reported that during preparation of the 3.5 x 38 mm xience xpedition stent, when the stylet and protective sheath were removed, the stent implant dislodged from the balloon. It was reported that there was no resistance encountered during the removal of the protective sheath and stylet and that no force was applied to the device. The device was not used on the patient. Another xience xpedition stent was used to complete the case with a good final result. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.